Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 6:30pm on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿105, 107, 137 and 454mg/dl¿ with the subject meter and ¿84, 105 and 300mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took an unspecified dosage of novalog and lantus insulin as a result of the alleged product issue. The patient stated that at 11pm on (B)(6) 2018 they developed the symptoms of ¿sweating, heart beating really fast and feels like throwing up¿. The patient was given food and/or drink right away by a non-healthcare professional. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.